Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was inserted due to sui and pelvic organ prolapse. It was reported that the patient underwent mesh removal on (B)(6) 2011 due to chronic pelvic pain and (B)(6) 2012 due to erosion.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and a mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and perigee was implanted. It was reported that patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.